Event description:
It was reported that the "spikes" were not being seen on the external pulse generator. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However it was noted that the device failed incoming functional testing for no ventricular output. This was also confirmed via an oscilloscope. It was also noted that the upper case and lower case was broken, one side bail cover, one case screw and one side bail were missing and the ring was bent. (B)(4).